Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during priming. The customer's blood glucose was unknown at the time of the incident. The customer reported that the customer's blood glucose was normal, and didn¿t require medical treatment. The customer complained that the no delivery alarm occurred repeatedly. When they used the loaner pump there was no delivery alarm. The reservoir will be returned for analysis.